Event description:
Baxter columbia rports 2 incidents of a clotted dialyzer. One was noted at the onset of the patient therapy while the other incident was noted near the middle of the patient therapy. Customer reports no reuse and prime procedure is performed per manufacturer recommendations. The complaint coordinator reports no patient injury or need for medical intervention.